Event description:
It was reported that (1) device was used during a fobi pouch/gastric bypass. It was reported by the rep that the tlc10 does not properly drive staples into the tissue. The surgeon completed that case by hand sewing. There was extended or time of (5) minutes.